Manufacturer narrative:
D9: product received date 5/29/2024. H3: one device was returned for repair in used condition. Visual evaluation found worn upstream occlusion (uso) seal. Was unable to download event history log. This device has not been serviced in the past. The pump powered up with an error code of 1260. Cold solder was observed on the negative contact. The reported complaint was confirmed. The real time clock battery was replaced to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error 1260. The product fault happened during testing. There was no patient involvement.